Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes w/moisture) issue. The reporter stated that the up arrow keypad button was unresponsive. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/06/2013 with the following findings: the keypad was not visibly damaged. The contrast and up arrow buttons were intermittently responsive. The ok and down arrow buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. There was a crack observed near the battery compartment and moisture corrosion was observed inside the compartment. Unrelated to the original complaint, the pump powered on to the display screen and was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.